Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the hcp noticed while interrogating that the implantable neurostimulator (ins) felt loose and moved in the pocket, and didn't seem to lay flat. The patient (pt) was reported to have had good symptom control and no impedance issues. The rep later reported they did not know of any future actions or interventions regarding the unresolved issue. If additional information is received, a follow-up report will be submitted.